Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient said they had their ins replaced after 7 years because their battery died/quit working. The patient said it was replaced beginning of september but it had died a couple of weeks prior to them since it took them a couple of weeks to get the patient scheduled.